Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a leak in hub. Therefore, the patient experienced blood leakage. The catheter was implanted on (B)(6) 2012. The catheter was replaced on (B)(6) 2014. No patient injury, date of incident: (B)(6) 2014. Dwell time of the catheter into the patient: 2 years with 2 months.

Manufacturer narrative:
Submit date: 11/04/2014. An investigation currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of one 14.5 fr dual lumen hemodialysis catheter, palindrome with laser slots. The catheter presented signs of use and was cut under the felt cuff. After a visual inspection, a hole was found on the joint of the catheter, between the hub and the am sleeve. During a functional test (underwater test) bubbles were detected coming out from below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The device was in use for 2 years and 2 months. The device was more likely damaged during use. As part of the corrective and preventative action, catheter use and cleaning information was gathered from the customer. The most probable root cause could be due to improper use of cleaning agents. Whenever alcohol is used, be sure to allow two minutes for drying. Ensure the hub area is dry prior to dressing the exit site and or catheter back end. Be sure to leave the hub and hub joint exposed [do not cover with dressing]. The device involved in this event was manufactured before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.